Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was not mode switching correctly. The settings on the ipg were adjusted and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.